Event description:
The device was used during a thoracoscopic lung resection procedure. Reportedly, the staples did not form properly and the device did not cut. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported the pt's condition is satisfactory.